Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a shoulder scope procedure, the tip of the device broke in the patient. The broken piece was removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. A review of the device history record was performed which confirmed no inconsistencies.